Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the unit was tearing skin. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the meshgraft ii by on (B)(6) 2016 revealed the quality evaluation revealed nicks and scratches on the meshgraft handle. The ratchet seems to have some internal corrosion and there were slight nicks to the cutter blade as well as wear. The cosmetic damaged to the meshgraft included scratches and discoloration. The test mesh was performed and it failed. The calibration was out of specifications. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the cutter, roller, worn side plates, damaged hardware, handle, and repaired the ratchet. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the test mesh could not produce an acceptable mesh. However, it was also noted that there were slight nicks on the cutter blades and ratchet seems to have some internal corrosion. The reported event was confirmed since during initial inspection the test mesh could not produce an acceptable mesh. However, it was also noted that there were slight nicks on the cutter blades and ratchet seems to have some internal corrosion. The root cause of the reported event was due to the noted damaged components. The issue was resolved replacement of the cutter, roller, worn side plates, damaged hardware, handle, and repaired the ratchet. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the unit was tearing skin. Timing was unknown due to lack of customer response during follow ups. No adverse events were reported as a result of this malfunction.